Manufacturer narrative:
A visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 1.5 mm. Examination under magnification reveals that the pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip broke off. Visual examination reveals that there is charring on the green jacketing just proximal to the glass tip. The glass appears fractured/damaged at the charred area. As a result, there is a small amount of aiming beam showing through the jacketing in that area. Visual examination revealed no damage to the fiber face within the sma connector. The condition of the returned device confirms the reported event. The noted damage was caused to the device during preparation. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a 30 watt holmium. According to the complainant, during preparation for the procedure, the laser fiber was attached to the console and light was seen coming out of the side of the fiber where the cladding was. The use of the fiber was discontinued, and the procedure was completed with another flexiva 200 laser fiber. There were no patient complications at the conclusion of this procedure and the patient condition was reported to be fine.

Manufacturer narrative:
(B)(4). Mfg site name- (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a 30 watt holmium. According to the complainant, during preparation for the procedure, the laser fiber was attached to the console and light was seen coming out of the side of the fiber where the cladding was. The use of the fiber was discontinued, and the procedure was completed with another flexiva 200 laser fiber. There were no patient complications at the conclusion of this procedure and the patient condition was reported to be fine